Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer reported using labeled and non-labeled insulin. Tandem customer technical support informed customer that fiasp is off label per the user guide. The customer's blood glucose level ranged from 118-132 mg/dl. Customer addressed the occlusion alarms by changing out supplies, and switching back to humalog.